Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that several times now, we have found that even though we clamped medication 1 and it is in line behind the medication 2, medication 2 seems to somehow be going up the tubing toward the IV pump (backwards) instead of forward toward the patient. Essentially, when we increase medication 2 to keep the patient comfortable ... They are actually going through the entire [procedure] with essentially no medication (which is just cruel) because it is going the wrong way in the tubing. They did notice it beforehand today, but I made double sure everything was clamped to prevent it from happening. It happened anyway. They not sure how this is even possible. I had it happen with [another medication] a few weeks ago. Patient was getting no [medication] and was obviously not responding to titrations. This was one of they first night's with [a trainee] and they had not traced our lines back yet as they came in to a very busy assignment. Medication a (cloudy white) was in line with medication b (clear) so you could clearly see the clear medication b going up the clamped white medication a line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.